Event description:
Additional information received noted that the patient's device was removed due to infection. The leads were still in and it was noted, "the leads are going thru her stomach." The patient was experiencing pain. Per the reporter, the physician said the pain was not from leads. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's ins had become infected and she needed to have it removed. The gastric neurostimulator was in for 2 weeks when it became infected and had to be explanted. At explant, they cut the leads off and left them attached to the patient's stomach at one end and the other end was hanging there attached to nothing. The healthcare provider didn"t want to open the other incision site to detach the leads because he didn't want to risk the infection spreading. The patient had concerns regarding moving around too much fearing the leads would get tangled in other organs. The patient was told that when they replace, the stimulator in 2 months they will replace the leads and take the old ones out. If additional information is received, a follow up report will be sent.

Event description:
Additional information clarified the infection was (B)(6).

Manufacturer narrative:
Lead model # 435135 lot # nht013334n implanted (B)(6) 2011 explanted unknown; lead model # 435135 lot # nht013333n implanted (B)(6) 2011 explanted unknown. (B)(4).

Event description:
Additional information was reported by the patient who stated that her gastro intestine (gi) doctor had found the lead had perforated 4 -6 inches into her stomach and had started to coil. According to the patient, her leads would be removed when her new internal neurostimulator was implanted. The patient stated, she had an egd in (B)(6) 2012 because, she was throwing up blood and the leads had not perforated her stomach at that. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).